Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had their first pump implanted in (B)(6) 2006. It was stated that it malfunctioned and was replaced in (B)(6) 2012. It was stated that the patient had dealt with residual pump problems for 11 years. The patient stated that no one was really interested in patients with pain pump problems. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The pump was delivering morphine, dilaudid, and bupivacaine (unknown concentration and dose). It was reported that when the patient¿s pump was at 5 years, the pump was faulty and started leaking inside his body. It was believed to have occurred in 2010. The pump had to be explanted. The patient was still suffering from it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.